Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a cervical cyst removal the tip of the blade broke off and fell into the patient. The tip was retrieved. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l91c2d. Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. Upon visual inspection to the device the blade was returned firmly attached and not broken as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.